Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 350cc gel, catalog: 3543507, lot: 223173. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. Bilateral rupture and capsular contracture were identified by ultrasound and mammogram. Right breast hematoma was also reported. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.